Manufacturer narrative:
This report is submitted on august 06, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Clinical management is ongoing.